Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 MDR's filed for the same patient (reference 3002806535-2016-00283 / 00284). Product requested, not yet received.

Event description:
It was reported the trays and instruments exhibit spots and corrosion. There was no patient injury and no delay in procedure.

Manufacturer narrative:
Photographs of the kits were reviewed and showed signs of water marks and pitting from use, both of which could contribute to corrosion if the kits are left to dry after being sterilized.